Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery of unknown type with a mentor breast implant of unknown type and experienced device removal for an unknown reason on (B)(6) 2019. The side of the implant is unknown. The device was defective but the reason for defect is unknown. No specific product malfunction indicated despite multiple attempts to clarify the reported issue. It is unknown at this time if the device is gel or saline, however, for reporting purposes it is defaulted to a saline device.